Event description:
It was reported that during a laparoscopic assisted gastrectomy procedure, the device was fired continuously and the trigger could not be grasped. The device seemed to be jamming. The orange indicator bar was not shown at the time. After the operation, the device was fired several times to check the function. So the orange indicator bar of the device might be seen. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted. The analysis results of the el5ml (a) found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. In an attempt to replicate the event reported, the device was tested for functionality. Due the antibackup feature being non-functional, two clips partially formed were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. It should be noted that a corrective action has been to address the root cause of the opening issues. No incident related to the reported event was observed during the batch record review. The analysis results found that the el5ml device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hj9p; expiration date: 08/2014; manufacturing date: 09/2009. Device fired through lockout. The analysis results found that the el5ml device (c) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review. Device c additional information: batch # f9hu66; expiration date: 09/2014; manufacturing date: 10/2009. Device fired through lockout.